Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. A consumer initially reported that the patient hasn't been feeling the effects of the medication. Two refills ago and they cut the patient¿s dose by 50% and he didn't feel any different. The change in therapy/symptoms occurred suddenly versus gradually. The date of event was ¿2013¿; the date (B)(6) 2013 is considered an approximate onset/date of event. It was noted that they patient had not met with their physician in 2 years, however he sees the nurse. It was noted that the physician told the nurse that the pump was a failure, however it was unknown to the reporter what the physician meant by that. On (B)(6) 2016, a physician reported that the patient never had decrease in pump 6 mon/yrs. It was further noted that the patient had not followed-up and when asked the patient had denied anything was wrong.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.